Event description:
Pt was found by staff with upper torso out of bed between bedrail and head of bed. Lower torso was in bed with buttocks up and knees next to bedrail, bedrails were up and improper position. Waist restraint was properly applied and in place (to waist area) and both sides tied to bed frame. Arms were hanging down and touching floor. Head was in trash can. Pt had no visible signs of life.